Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
(B)(4): the customer reported that they had a speaker malfunction. The available info does not indicate whether or not the speaker had a failed audio function. No patient harm was reported as a result of this issue. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.